Event description:
Procedure type: acl surgery. According to the reporter: the pt reported laxity in knee. MRI revealed graft and implant in joint space of knee. When explanted, the stratis graft block was found to be broken between graft hole (eyelet) and the pin hole (eyelet). Revision proceeded with acl reconstruction.